Event description:
(B)(4). Weight gain, serious weight loss 3 times. Night sweats, rashes, leg pain, joint account pain, fatigue, and insomnia, metallic taste in mouth, cyst/boils, numbness, dr's thought I had valley fever but teeter count came to back negative, dr's have tested me for m.s. And almost every other serious disease there is all negative. Only one answer there is it's the essure.